Manufacturer narrative:
The qube compact monitor was removed from service. Due to the error message displayed, the customer was advised to replace their battery to resolve this issue. The customer reported that they would purchase a new rechargeable battery for the qube bedside monitor. At this time, the customer has not provided confirmation that the battery resolved the reported issue. Should additional information be obtained, a follow-up report will be submitted in accordance with 21 cfr 803.56 with the additional information.

Event description:
The customer reported that while monitoring a patient on a qube bedside monitor the monitor restarted itself following a battery error message. There was no patient or user harm associated with this event.